Manufacturer narrative:
The device sample was not returned for eval at the time of this report.

Event description:
The event is reported as: the customer alleges that the device is continuing to register an abnormally high peak pressure. No report of a pt injury.